Event description:
A customer complained of a questionable inr result from a coaguchek xs plus meter serial number (B)(4) for 1 patient compared to the result from the neoplastin laboratory method. At 11:20 am the customer obtained the meter results of 6.2inr, 5.4inr, and >8.0inr. The three results were from different fingers of the patient. At 2 pm the result from the laboratory method was 3.96inr the patient's therapeutic range was requested but was not known. There was no allegation of an adverse event. The patient's hematocrit level, if they were on any direct thrombin inhibitors, if they were on heparin therapy, or if the patient has antiphospholipid antibodies were all unknown. The customer stated that they have never run external liquid controls on the meter. The customer's meter and test strip were requested for return. Replacement products were sent. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.